Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component. Unknown knee femur component. Unknown knee tibial insert component. Unknown knee patella component. Unknown bone cement. (B)(4).

Event description:
Report entitled: "pfc sigma ps (cemented)/mbt (cementless) total knee investigation", prepared by (B)(6) data (1 september 1999 - 31 december 2017), was reviewed for MDR reportability. The report provided an analysis demonstrating higher than expected revision rates for a specific total knee construct type compared to the overall number of total knee revisions that occurred in (B)(6) over the same time period. The study brings attention to the specific pairing of pfc sigma cemented type ps femoral components with mbt cementless tibial tray components. The (B)(6) identified a total of 23 knee revisions from a total of 316 primary total knee replacements performed of this specific construct pairing (cemented ps femur/cementless mbt tibia) over a period of 7 years (2010-2016). The reasons for revision (in very generalized terms) and number of revisions for that type of revision were provided as follows: implant loosening: 5. Infection: 6. Patellofemoral pain: 1. Pain: 2. Instability: 1. Patella erosion: 2. Arthrofibrosis: 1. Malalignment: 1. Metal related pathology: 1. Incorrect sizing: 1. Bearing dislocation: 1. Implant breakage patella: 1. Neither the specific patients, specific products codes affected nor the specific products revised were identified within the report. Cement manufacturer is unknown at this time for all reported cases.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.